Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. There are three associated devices for the reported event. The first insertion kit is addressed under manufacturer report number xxxx. The second insertion kit is addressed under manufacturer report number xxxx. The pump (impella cp) is addressed under manufacturer report number xxxx.

Event description:
The user facility that during insertion of an impella cp on a 75 year old male patient for cardiomyopathy, once the dilator was removed, the sheath kinked to two areas. The sheath was then exchanged for 13cm peel away. However, it was unable to track tortuosity in iliac despite using buddy wires and buddy catheters and as a result, the short peel away cracked inside body. This sheath was exchanged for another 25 peel away sheath and the pump was able to be advanced with 25cm peel away and buddy wires. The long peel away was not fulling hubbed against skin to prevent kink again. The patient survived the procedure.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Out of two returned introducer, one 25 cm introducer had multiple kinks on the tubing; no other physical damage was noted. Another 25 cm introducer was in a peel-away state and no damage could not be confirmed on it. Clinical details indicate that the patient¿s tortuous and calcified iliac anatomy contributed to difficulties with multiple introducer sheaths. The initial 25 cm peel-away sheath kinked in two areas after the dilator was removed. The cause of the introducer kink was most likely related to challenging patient anatomy. Product damage (introducer kink): out of two returned introducer, one 25 cm introducer had multiple kinks on the tubing; no other physical damage was noted. Another 25 cm introducer was in a peel-away state and no damage could not be confirmed on it. Clinical details indicate that the patient¿s tortuous and calcified iliac anatomy contributed to difficulties with multiple introducer sheaths. The initial 25 cm peel-away sheath kinked in two areas after the dilator was removed. The cause of the introducer kink was most likely related to challenging patient anatomy. Investigation summary (local language).

Manufacturer narrative:
Correction: d3, e4. H11 did not include related MFR numbers in the initial report, the investigation of the reported failure mode has been completed. No product was received for evaluation. This complaint addressed the issue with the first utilized 14 fr x 25 cm peel-away sheath. The product was not returned for investigation and data log review was not required for this case run. Product damage (introducer kink): clinical details indicate that the patient¿s tortuous and calcified iliac anatomy contributed to difficulties with multiple introducer sheaths. The initial 25 cm peel-away sheath kinked in two areas after the dilator was removed. The cause of the introducer kink was most likely related to challenging patient anatomy; however, the exact product damage could not be verified without returned product investigation. There are three associated devices for the reported event. The first insertion kit is addressed under manufacturer report number 1220648-2025-49341 the second insertion kit is addressed under manufacturer report number 1220648-2025-49343. The pump (impella cp) is addressed under manufacturer report number 1220648-2025-49342. Device history review: the device passed all post sterile inspection checks.